Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter had a power issue ¿ not holding charge. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue first occurred in (B)(6) 2016. The patient manages her diabetes with insulin (self-adjustments) and reported that she would have to guess her insulin dose as a result of the alleged product issue. The patient reported that around (B)(6) 2016 she developed symptoms of nausea and headache after the alleged issue began. She reported receiving telephone advice from a healthcare professional (hcp) to, keep an eye on the meter and call back if the issue persists. The patient denied obtaining a result on another blood glucose device. At the time of troubleshooting the cca noted that there was no misuse of the product, it was not the first time the product was being used. The patient reported that she charged the meter until the ¿charge complete¿ message appeared. Based on the patients testing frequency the battery did not require recharging. The cca noted that this was a reoccurring issue. The patient¿s products were requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.